Event description:
Patient had resection of intracardiac septal mass, aortic and mitral valve replacement pericardial patch in 2006. He was readmitted a month later and expired a week later. Autospy identified extensive fungal vegetations on entire aortic valve, adjacent perivalvular endocardium. Fungal vegetations adjacent to, but not grossly involving intact mitral valve prosthesis